Manufacturer narrative:
The system was received by c2 therapeutics on (B)(4) 2014 and photographed prior to sending it out for decontamination. The catheter was observed to have a significant kink just distal to the strain relief. Although, the packaging of the system appeared sufficient to prevent the kink from occurring in transit, the user did not believe the kink was present during the operation of the device. Following decontamination of the system, the handle data was downloaded and analyzed. The data showed seven 10-second treatments as reported by the user. The peak pressure during the procedure was observed to be -0.37 atm; which is within the specified range of 0.17 to 0.47 atm. The catheter was visually inspected for anomalies and none were identified. The catheter tip was carefully inspected and the tip is a possible cause of mucosal injury. No issues with the catheter tip were noted. The system was then used to perform stimulated pre-treatment inflations. The initial simulated pre-treatment inflations. The initial simulated inflations were performed with the catheter shaft completely straight. The handle data was then downloaded and reviewed. The handle pressure during bench testing was consistent with the data from the clinical use. The calibration of the transducer was checked and found to be within specification. Based on the investigation, no system non-conformances were identified as the cause of the complaint.

Event description:
Focal cryoballoon ablation was performed in a patient with barret's esophagus (c4m5) containing high-grade dysplasia on (B)(4) 2014. Two 10-second ablations were performed at the 38-39cm position and 5 additional 10-second ablations were conducted at the 34-36cm position. Following balloon deflation, fresh blood was observed and a 1-cm esophageal tear was identified. A covered stent was placed over the tear and held in place with endoclips. Patient was admitted to the hospital for observation. No esophageal perforation was found on subsequent testing. Stent was removed one week later and the patient was discharged from hospital. Patient returned to ER several days later after vomiting blood. The patient was re-admitted to the hospital, additional endoscopy was performed and the bleeding site was cauterized. Patient has been discharged from hospital and no further interventions have been reported.